Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implantation, the patient experienced temporal show, not improving. The iol was exchanged. The clinical reason for the exchange was reported as unresolving negative dyphotopsia. Additional information has been requested.